Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the patient developed an infection of the skin flap and was subsequently treated with medication (type and duration not reported). The issue could not be resolved, resulting in explantation of the device (date not reported). The patient was reimplanted with a new device on (B)(6) 2016.

Manufacturer narrative:
This report is filed on 23 june, 2016.